Event description:
During preparation for use of the pump system for a cardiopulmonary bypass procedure, the roller pump stopped and its local display went blank. An alternate pump was used. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.